Event description:
It was reported that during a gastric sleeve procedure there was an incomplete staple and cutting line after second reload. No further information is available. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Results: cartridge, drivers. The analysis found that one ec60a device was returned in good visual condition and with three ecr60d cartridge reloads (b, c, d) present. Cartridge (b) ecr60d, l5257c was received fully fired; upon further inspection the drivers and deck were noted to be damaged. The found damage on the deck and drivers is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridges (c, d) ecr60d, l5257c, l4eh7z were received inside their sterile package. The device was tested for functionality in the articulated position with the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.